Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), respiratory disorder ("respiratory issues"), fatigue ("fatigue"), joint swelling ("joint swelling"), disturbance in attention ("difficulty concentrating") and rash ("rashes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, respiratory disorder, fatigue, joint swelling, disturbance in attention and rash outcome was unknown. The reporter provided no causality assessment for disturbance in attention, fatigue, joint swelling, pelvic pain, rash and respiratory disorder with essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.